Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). H3: product ID: 97755-s, serial/lot #: (B)(6). Was returned for product analysis. Analysis found there was a recharger antenna failure and the controller would not power on when the recharger (rtm) was connected. Also, the seam separation at entrance of donut end is splitting open. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) via a patient regarding an external device.  The reason for call was patient got message about replacing battery. Patient having difficulty recharging her implant, she only got up to 60%. Technical services(ts) had patient's spouse plug the controller into power and controller showed that it was charging. Ts opted to replace the controller. Patient to call back for the battery replacement if controller replacement didn't resolve the issue. The issue was not resolved through troubleshooting. An email was sent to the repair department. The rep called back with the patient on the line. The patient indicated that the controller was connected to the ac adapter and the controller light is solid green/yellow. The patient was using the new controller sent from repair. The patient disconnected the remote from the ac adapter. The controller showed the option to set-up for trial, implant or clinician. The patient selected the implant option and the controller displayed the message to connect the recharger when the recharger was connected. The patient put the controller battery in the old controller and it display ed the memory problem message. The patient set the date and time and then attempted to connect to the ins. The controller displayed the no device found message, when they attempted to select the recharge option, the controller displayed the connect the recharger message and the recharger was connected. Both controllers were not recognizing the recharger. Tss sent a request to replace the recharger. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer, patient. H3: analysis of the 97745nt patient programmer (s/n (B)(6)) revealed that main board was replaced due to lithium ion battery contacts broken/damaged. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.